Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The hl-20 was repaired by the service technician. (B)(4).

Event description:
On (B)(6) 2011, (B)(6), reported that during a procedure using the vario twin hl20 5-pumps (B)(4) the cardioplegia monitor flickered off and on for about half the pump time. During the last 30 minutes, the monitor came back on without any further flickering. (B)(4).